Event description:
It was reported the pump was replaced on the date of this report due to normal longevity. It was noted they could not aspirate from the catheter when the catheter was disconnected. The catheter volume was unknown, but they were assuming 0.14. The catheter was injected with dye knowing that the patient would be bolused (doctor¿s decision). The pump was primed on the back table and the catheter was not reprimed so it was figured the patient would be without drug for 24 hours. The pump was being used to deliver morphine and there were two other drugs in the pump, but they were unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n131829001, implanted: (B)(6) 2007, product type: catheter; product ID 8703w, lot# l41568, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient was doing fine now and was receiving effective therapy with no issue.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the system was used to deliver morphine and marcaine.